Event description:
It was reported that the pulse generator exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found medical adhesive on the atrial setscrew inset, impeding the setscrew from being tightened.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.